Event description:
Procedure: laparoscopy. According to the reporter, the distal balloon used to hold the trocar against the abdominal wall burst at the end of a 45 min procedure. There was no unanticipated tissue loss/damage, no blood loss greater than 500ccs, no surgical time extension greater than 30 minutes as a result of the reported event and no conversion to an "open" procedure.

Manufacturer narrative:
(B)(4).